Event description:
Healthcare professional (hcp) reports five incidents of blood leaks with the psn dialyzer. All of the incidents occurred in 2001. The incidents occurred at the start of the pt's treatments and were noted on leak alarms. All of the blood leaks were verified with positive hemastix. Hcp also stated that four of the five blood leaks were visually seen in dialysate. Blood was not returned to any of the pts, with an estimated blood loss of 120cc per pt. Treatments were all resumed with new disposables and completed without further incidents. No pt injuries or medical intervention reported per hcp.